Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee - primary femur retained; graham forward. St john of god murdoch 14/11/2019; this complaint has been revised to log a revision of an attune tibial component and insert and also for off licence usage during the case. No response is required for the surgeon. Available details have been logged on this form. The surgeon revised a patient who had a primary attune implanted 18 months ago. The reason for revision was that the knee was tight in both flexion and extension . Notes and x rays showed that the patient had an attune ps rp implant fitted. X rays showed a well fixed femoral and tibia component, although it was there may have been excess slope on the tibia for a ps design. The surgeon planned to explant the tibia, recut the tibia and resurface the patella. The surgeon was advised on the revision components and options for fixation available within the attune revision system. The surgeon planned to use a primary tibia component with revision system on standby if there was need for extra fixation. For the patella the surgeon chose to use an inset patella from an alternative supplier (zimmer) off licence. The surgeon was advised of the off licence usage and for consideration of extra fixation in the revision aspects. During revision surgery it was observed that the knee was tight in both flexion and extension, and the tibia was well fixed. The tibial component and insert were removed and the femur retained. A tibial clean up cut was made with adequate slope (0 degree) and trial balance range of motion was checked for a fixed bearing insert and tray. The surgeon deemed a primary s+ fixed bearing would provide sufficient fixation. The surgeon deviated from standard surgical procedure for tibial preparation by missing the reaming drill step of the tibia and choosing to punch a keel through the tower only against advice, he also chose not to use fixation pins against advice. The surgeon did not follow standard cementing guidance as advised, but it was observed that the new implanted tibia was impacted to the resection level and did not sit proud. The surgeon also chose to implant the inset patella off licence as this was his preference of patella preparation. A fast set palacos cement was used for cementing. The tibial tray was knocked by the retractor possibly interrupting the cement interface at the bone or implant, upon the knee going into extension and the surgeon chose to push this back in and put pressure on extension rather than re cement, due to using a fast set cement. The surgeon did not take the knee through range of motion to check the tracking and balance post the cement curing, but advised he was happy with how the procedure had gone and the stability. Zimmer patella used - code (B)(4) lot 64309730. Patient initials l.j.t - no further information is available. No supporting data/x-rays: no further details are available